Event description:
Dealer is stating that the unit is getting a yellow light , low o2, no alarms. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.